Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of patients experienced peritonitis. The cause was not reported. It was not reported if these patients were hospitalized and or treated for the event. The patients outcomes were not reported. It was not reported if pd therapy was ongoing during the reported event. No additional information is available.